Manufacturer narrative:
One dark blue irrigation sleeve from an I/a handpiece was returned in a plastic specimen cup. The original packaging was not returned. Visual inspection found the sleeve was dirty with particulates. The particles are white in color and have the appearance of airborne dust-like particles and dried solutions. Microscopic examination found no damage to the sleeve. The part number and lot number cannot be verified. The DHR review cannot be performed. As the returned sleeve shows no damage, it is concluded that the instrument was not the source of the observed particulate. The particulate may have originated from another device used during the procedure. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or correction actions are necessary. Same incident as reports 0001920664-2018-00173 and 0001920664-2018-00174.

Event description:
Same incident as reports 0001920664-2018-00173 and 0001920664-2018-00174.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The user facility in the (B)(6) reported the surgeon observed a blue "silicone" particle in a patient's eye while operating. The particle was successfully removed from the eye during the same procedure. There was no reported impact to the patient.